Manufacturer narrative:
A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.

Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: after the procedure. It was reported that the patient experienced a stroke one-day after a right internal carotid artery procedure, resulting in prolonged hospitalization. The stroke was described as a subacute infarct of the right middle internal carotid artery. The device was used off-label because only a 6f coronary guide could reach the very tortuous common carotid artery base. The herculink was the only available size that could be used in that guide. The condition was noted as resolved on 08/08/2007 without treatment and the patient was discharged to home that same day. No additional information available. Study event.